Event description:
Litigation alleges that the patient suffers from difficulty ambulating, pain, discomfort, inflammation, and elevated levels of cobalt chromium.

Event description:
Litigation alleges that the patient suffers from difficulty ambulating, pain, discomfort, inflammation, and elevated levels of cobalt chromium. Update: (B)(6) 2013- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.